Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would not be returned for analysis; however, the device was returned for analysis. Evaluation summary: the device was returned for analysis. Key components were not returned, thus they could not be tested and the reported needle to cuff miss was not confirmed. The marker lumen was successfully flushed with water, thus the reported resistance felt when flushing the device cannot be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that suture placement was attempted in a common femoral artery using the preclose technique prior to an endovascular ipsilateral iliac procedure. The initial sheath size was between and 5fr and 7fr sheath. Reportedly, resistance was felt when flushing the device. A cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence entered as (B)(6) 2014, as the procedures occurred within the last six months. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.